Event description:
A u.s. Distributor reported that a patient was experiencing adjust belt message and a monitor was unable to baseline.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt ecgs were not recognizing. The cause for failure was a short in the trunk cable. The root cause for the short could not be positively identified. No adverse event resulted from the damaged belt. Device evaluation of monitor has been completed. The reported problem (unable to baseline) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the damaged monitor.